Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not seen exiting the tubing during the load fill process. Upon troubleshooting with tandem technical support, customer reported that issue was due to the luer lock connection between the cartridge tubing and the infusion set not being attached correctly. Customer's blood glucose level was 306mg/dl. Reportedly, customer tightened the connection and resumed insulin successfully. Reportedly, the customer continued to use the pump for insulin delivery.